Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. The alarm was cleared. The insulin pump failed displacement test. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the rewind; problem isolated to mother board. No motor error alarm noted. Unable to perform the displacement test or verify alarm in alarm history screen. Motor passed motor test. The insulin pump had a cracked reservoir tube lip.